Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor caller said patient's setting was at 1.1 and therapy was working good until this morning. Patient had a family emergency and she had a 7 hour trip to tennessee and suddenly now therapy is not working. Patient's husband tried to increase stim. To 1.2 but it hurts in the perineum. Troubleshooting was not performed because was lost due to bad phone connection, no further complications were reported or anticipated.